Event description:
It was reported that the blanket was leaking water due to a small hole in the blanket. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A likely cause to this issue is the blanket coming into contact with a sharp object either during use or during transport. The issue was resolved for the customer by scrapping the blanket.